Event description:
It was reported that the programmer experienced an error at the end of a patient session, and the programmer subsequently booted to an error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer experienced an error. The programmer is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.